Event description:
It was reported that the patient had passed away due to sudden unexpected death in epilepsy (sudep). It was noted that the patient had gotten into a fight at his group home the day prior. It was reported that an autopsy had been performed which determined that the patient had a pulmonary edema and gliosis of the left temporal lobe. The patient's neurologist did not state that the death was due to vns. No additional or relevant information has been received to date.